Event description:
Customer reported excess no delivery alarms. The customer's blood glucose was 140 mg/dl. The customer also stated his temp basal was not programmed prior to the alarm occuring. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.